Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the pulse generator exhibiting inadequate pacing output, resulting in loss of capture. Programming interventions were made. The paint was asymptomatic, and in stable condition.